Event description:
During a procedure, the tip of the conical extraction screw broke off as the surgeon was trying to remove a screw. The tip was removed from the screw, and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. Visual inspection showed the tip was partially broken off, to a mechanical overloading situation.